Manufacturer narrative:
The device was discarded following explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was experienced interrogating this cardiac resynchronization therapy defibrillator (crt-d). The device was able to be interrogated and it was found to be in storage mode. It was noted the device had reached end of life (eol) two years earlier and based on available information it appeared the patient had been lost to following for approximately five years. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.